Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericarditis and pericardial effusion by the right atrial (ra) lead. There was suspected dislodgement and micro-perforation. The ra lead was explanted and replaced. It was also reported that there was stimulation by the right ventricular (rv) lead when paced at higher outputs during testing. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.